Event description:
The following has been reported: pump issue: pump problem. A preliminary review of the logs identified the following issue: sensor hardware failure (ambient sensor). The device returned for an ambient pcba issue. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. The set ID seal appears intact as contamination at the seal does not cross over into the set ID. Reporting as a conservative measure for fluid ingress. No adverse effects were reported.